Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, the enroute 0.014" wire prolapsed and was believed to be outside of the indicated vessel marks. Angiogram confirmed that the enroute 0.014" wire was not in the true lumen. A planned stent was used to cover the dissection. There were no health consequences or impact to the patient.

Manufacturer narrative:
Complaint investigation is attached to this report.

Event description:
It was reported that during a tcar procedure, the enroute 0.014" wire prolapsed and was believed to be outside of the indicated vessel marks. Angiogram confirmed that the enroute 0.014" wire was not in the true lumen. A planned stent was used to cover the dissection. There were no health consequences or impact to the patient.